Event description:
It was reported to philips that the device was dropped and the front panel was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair engineer evaluated the device. It was determined that the device was dropped due to user-related reasons and that the front panel was broken. The broken front panel needs to be replaced with a new one. Since user error is detected, replacement under warranty is not possible. A service quote has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted the quotation. The device does not return to use, and no further evaluation is warranted at this time.